Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running est (extended self-test) and inspect expiratory module. The customer reported to have followed the tse recommendations and was not able to duplicated the alleged malfunction. Covidien was not authorized to service the device.